Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. No cosmetic damage noted.

Event description:
It was reported that the customer's act button that was sticking. The customer's blood glucose level was 71 mg/dl. The customer stated that there were no significant events leading to the keypad issues. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.